Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and were now completely unresponsive. The reporter stated that the ok keypad button was sticking and causing boluses without insulin to be administered. The reporter denied damage or moisture to the pump. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 2 [date of submission (B)(4) 2012]-device evaluation: the pump was evaluated by product analysis on (B)(4) 2012 with the following findings: unrelated to the event the vibration function was not working. The vibration motor pins were found to be misaligned.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were unresponsive. During investigation, evidence of corrosion was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.